Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by transfemoral approach. On pod 10 the patient passed away due to an aortic dissection, starting above the stj and extended till the aortic arch. The dissection was not present during or at the end of the procedure. During procedure, no difficulties were found when navigating through the aortic arch, but there was an excessive force applied when trying to cross the severe calcified native valve (no valvuloplasty was performed before). Upon delivery system removal, the system was unflexed. The patient did not suffer any injury during the event. The patient was under general anesthesia, monitored by a transesophageal echocardiography and the vital signs were stable throughout. Once on the general ward, the patient suffered cardiac tamponade. The patient went for an open surgery as pericardiocentesis failed. A clot in the right ventricle wall was noted, which was considered to have originated from temporary pacing wire used during the tavi procedure. During the surgery the aortic dissection was found but not repaired. The patient stayed in intensive care unit for other 48 hours and then was transferred again to general ward. The dissection was monitored by CT daily. The patient went into atrial fibrillation and during the tee before the cardioversion, they found that the aortic dissection became more severe. The cause of the aortic dissection is not clear as no injury was suspected to have occurred during the tavr procedure.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. 3mensio was provided by the field and the following was observed: the patient's aorta was noted to have 61 degree angulation (considered to be a horizontal aorta). Calcification of the native leaflets. Tortuosity of access vasculature. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of difficulty or inability to cross native annulus and vascular dissection were unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during procedure, no difficulties were found when navigating through the aortic arch, but there was an excessive force applied when trying to cross the severe calcified native valve (no valvuloplasty was performed before).'' Additionally, 3mensio provided showed tortuosity of the aorta and access vasculature, and calcification of the native leaflets. The observed horizontal aorta can make the pathway more challenging as the delivery system tracks through the anatomy. Subsequently this can lead and contribute to the reported difficulty felt when positioning the delivery system to cross the native valve. It is also possible that the presence of calcification of the native leaflets, as seen in returned 3mensio, could have obstructed the delivery system with thv from properly crossing. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time. For the complaint of vascular dissection, as reported, ''once on the general ward, the patient suffered cardiac tamponade. The patient went for an open surgery as pericardiocentesis failed. During the surgery the aortic dissection was found but not repaired.'' Additionally, when referring to the tavr procedure it was reported that ''the patient did not suffer any injury during the event'', and ''the cause of the aortic dissection is not clear as no injury was suspected to have occurred during the tavr procedure.'' It is possible that excessive manipulation and maneuvers required to cross the calcified leaflets and tortuous anatomy with the delivery system and crimped valve caused damage to the aorta, resulting in the reported dissection. Available information suggests that procedural factors (excessive manipulation) may have contributed to the complaint event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.